Event description:
User facility medwatch report ((B)(4)) received, stating: device defective. Subsequent to previously filed report, additional information was received: it was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an angiogram procedure. Reportedly, the backflow port (marker lumen) was not working after insertion into the patient. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but are not limited to under insertion or improper insertion angle, and the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number - a partial UDI was provided as the lot number is not known. User facility medwatch # (B)(4) attached.